Manufacturer narrative:
(B)(4). Maquet medical systems, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). Investigation still in progress. A supplemental medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the ice block of a hcu30 was not formed complete. Additional information: the incident occurred on start up of the device, no patient was involved. (B)(4).